Event description:
This complaint was initiated upon the receipt of FDA report. The female pt reported that she had undergone an implant of an obtryx/lynx mid-urethral sling system (exact product used unk) in 2008. The pt stated that subsequent to the procedure she could feel the mesh through her vagina, and it felt like it was coming through her skin. Five months subsequent to the procedure (date unk), the pt had a follow up visit with her physician. During that visit the dr informed the pt that the left side of the device mesh had eroded and become twisted. Surgery was performed on the pt to repair the eroded and twisted mesh. All attempts to identify the facility name and location, and to obtain additional pt and event info have been unsuccessful.

Manufacturer narrative:
The device name, model/catalog numbers and lot number are not known; therefore, the device MFR date and expiration date cannot be determined. Info supplied was completed by the MFR based on info obtained from the complainant. There is no evidence that the device was not used in accordance with the labeling. The risk of this problem is noted within the labeling. At this time the device remains implanted in the pt, and therefore, is not being returned for eval. A failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.